Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. Installed test disposal and powered on the device. Removed front cover and investigated further. Found liquid crystal leakage on the liquid crystal display (lcd) display. Main board found to be faulty due to damaged display. The root cause of the reported issue was due unable to be determined. No further actions are required.

Event description:
It was reported that the device had a bad liquid crystal display (lcd). No patient injury was reported.